Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent sling procedure on (B)(6) 2012. Following surgery, urinary incontinence improved within six months and the patient began experiencing symptoms which have become worse over time. The patient reported symptoms of lower abdominal pain (similar to very bad period pain), groin pain on both sides worsening at times which makes even sitting painful. The patient reported burning and numbness to big toe that has now moved up and includes half of foot from toes towards ankles, irritable bowel and urge incontinence, bloating of abdomen and flatus, urinary urge incontinence, infection and constant musty smelling urine. The patient reported vaginal pain and inability to have any intercourse due to pain of the vagina and lower abdomen, lower back ache becoming worse and waking patient at night. The patient reported they are tired all the time with brain fog that has made everything so much harder, jaw clenching has broken two back teeth and hair has thinned massively no matter what steps the patient takes. The patient reported they have developed a dry scaly area on right hand including the palm of hand, scalp has become dry, itchy patches of skin that flakes. The patient reported their mood is depressive and fluctuates often. The patient reported they are in so much pain and entire family and friends are suffering from the outcome. Additional information has been requested.